Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the dissector after limited use had malfunctioned. When retracting the handle, the jaws had failed to close. The issue was to related to a ring component that secures the internal spiral mechanism, which becomes displaced and prevents proper function. Additionally during installation of the generator, a spring-like component was observed to dislodge, accompanied by a cracking noise, after which the handle mechanism no longer functioned. There was no patient involvement.